Event description:
The dome and the catheter detached during percutaneous removal. This incident occurred 124 days after placement. The md carefully removed the tube with some difficulty. The dome and the tube came out of the pt simultaneously, but the dome detached from the tube after the removal.